Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was disloged on the same day of the implant procedure, but was not changed. The ra lead appears to have dislodged prior to the discharge following implant. The patient has dementia and according to the hospital staff was very agitated the evening after implant. This could likely led to the dislodgement. The lead was revised successfully and remains implanted at this time. No additional adverse patient effects were reported.